Event description:
Went in for my hsg test and found that both essure implants had migrated. (B)(4). Update on (B)(6) 2014: implanted (B)(6) 2011 - migration - hsg test (B)(6) 2012 - tubal and removal of coils scheduled for (B)(6) 2012.